Event description:
Chronic fatigue, swollen lymph nodes at clavicles, breast, behind ears myalgia, brain fog, severe feet pain on bottom of feet; tremors chest burning around breast and armpits, extreme intermittent itching, scarring rashes, started upper eyelids swelling, weight gain, increasing levels of mold and toxins in blood; random body pains stabbing, generalized weakness, memory challenges, anxiety, depression caused by health, more - numerous doctors, no answers until I finally explanted (B)(6) 2022 due to recent finds of molds and toxins levels. Ribs were scraped to remove capsules but not all could be removed. Copies of tests can be obtained. FDA safety report ID # (B)(4).